Manufacturer narrative:
(B)(4). Additional narrative: backflow condition confirmed. The root cause of the backflow condition was caused by a glass fragment introduced into the fluid pathway during fill without the use of a filter. No correction is made as this is a single-use device. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Leak during preparation - backflow from the filling port was observed during filling. Drug - 5fluorouracil and saline. There was no patient involvement and no patient injury and medical intervention. The actual infusor sample is available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.